Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarm was noted. The motor passed the motor test. Unable to verify the no delivery alarm due to the prime anomaly. The pump also had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and a cracked reservoir tube window.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 310mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.